Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the de-saturation event was due to the patient not wearing their prescribed tooth prosthesis which caused the mask leak. The device alarmed at the time of the event. There was no fault found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that a hospital patient had an oxygen desaturation due to a mask leak while using a stellar device. There was no patient injury reported as a result of this incident.